Event description:
It was reported in clinic that the patient's right ventricular lead exhibited elevated threshold and r wave amplitude variation. Programming changes were made. The patient was in stable condition.